Manufacturer narrative:
Lot 16d027 was manufactured april 19 2016 - april 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not allow flow of medication. The peripherally inserted central catheter line was flushing fine. The device was filled with 1000 mg of frusemide in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.